Event description:
Patient with heartware left ventricular assist device (lvad) for 16 days presents with gi bleed and anemia on post-operative day number 16, requiring 3 units transfused blood. Despite several gi procedures, bleeding source was not localized.